Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported alleging visualization of particles related to a continuous positive airway pressure (CPAP) device. There was no report of serious patient harm or injury. The manufacturer received new information alleging rhinitis and an infection and abnormalities of sinuses. Medical intervention was not specified. Codes in section h6 were updated/corrected in this report.